Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿successful treatment of ventricular fibrillation storm triggered by short long-short sequence; time to avoid managed ventricular pacing.¿ journal of electrocardiology 50 (2017) 941 ¿ 943. Http://dx.doi.org/10.1016/j.jelectrocard.2017.06.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD) system. The article indicated the patient received shocks despite ¿anti-arrhythmic therapy¿ [medication]. The author claims that the device¿s algorithm did not stop the shocks from happening. The device was reprogrammed, and the shocks stopped, and the arrhythmia was suppressed. The device appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.